Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 5.5 cm abdominal aortic aneurysm approximately 39 months ago. The aortic neck diameter was 18 mm proximally and distally it was 23 mm with a length of 15 mm. The right and left iliac arteries were mildly tortuous. It was reported that doppler echography done during a routine follow-up visit 11 months post implant showed velocities that may have been compatible with the existence of stenosis. Approximately three weeks later the patient presented with symptoms of claudication and was admitted to the hospital. There was stenosis located distal to the anchoring side of the right branch of the stent graft. This was treated with a stent. The patient was discharged from the hospital three days later and was doing fine. The investigator assessed this event to be related to the study device and not the study procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft occlusion); patient's condition affected effectiveness of device (type ii endoleak, tortuous iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak, tortuous iliac arteries).

Event description:
A film review was completed. Ultrasound images from a 1-year follow-up study were reviewed. Transverse images could not confirm or rule out the reported stenosis. Images show possible thrombus in one of the limbs, but this could also be an artifact. No obvious stent graft integrity issues were observed. Cta's were not provided to assist with the visualization and cause of the reported stenosis.

Event description:
Additional information was received. It was reported that minimal stent graft thrombus was observed. No clinical sequelae were reported and the patient is being monitored.